Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. No information regarding the specific customer issue that occurred with the device was available. Upon examination of the sample, it was found that vented battery. Visual inspection noted there was contamination on the charging contacts. Functional testing found the handle was received with a fully depleted battery. The handle was inserted into a charger to charge and eventually, the charging light emitting diode (led) changed to flashing red. The handle was removed from the charger but it did not initialize. The most likely cause for the additional condition is traced to a component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, a trace which might be spark was found on the charger. The handle and charger were wiped down with gauze, but did not find any dirt which can be occurred from fire. There was no patient involvement.